Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported upstream occlusions through the history log, but could not reproduce it. The issue was caused by a damaged upstream sensor, with low fluid readings. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump had constant upstream occlusion alarms. It was also reported that there was no patient involvement.